Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump was exposed to battery acid from inside the battery compartment. The blood glucose reading was 115 mg/dl. The customer stated that her battery blew up in the insulin pump. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.